Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. We are working on the manufacture record evaluation (mre), once we get more information it will be submitted in the supplemental. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia ablation procedure with a webster ® cs catheter with ez steer¿ technology and suffered cardiac tamponade requiring pericardiocentesis. During the procedure the patient had a cardiac tamponade. Pericardiocentesis was performed and 900 ccs of fluid were removed from the pericardial space. The patient was stabilized and transferred to the coronary care unit for observation. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.